Event description:
It was reported that this procedure was being performed in the emergency department. The physician stated that the guide wire kinked making advancement of the guide wire difficult. As a result, it was removed and a new kit was opened and placed successfully. They do not know if this caused a delay in treatment, but there were no patient death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.